Event description:
The stent did not cross the lesion and when the stent was withdrawn it came off the delivery system and it dislodged into the guiding catheter. The event occurred inside the patient. The stent was retrieved when the system was removed. There was no patient injury reported.